Event description:
The customer reported that while using burn function it beeped/ made alarm sounds and a notification appeared on the screen and then it restarted. The error message was e172. It had shut down during operation many times, sometimes there was also error message e006 (non-conductive fluid). The customer reported that this caused a little delay, around 10 minutes. The device had to be started manually and after restarting it worked for a little while until gave error code e172 again. The procedure was completed with the same device. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e172 error was caused by the low voltage power supply (lvps) board and cable. The e006 error was not replicated during the evaluation, however the error was found in the error log. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause for the e172 error is most likely a defective lvps board and lvps cable. The root cause for the e006 error cannot be definitely determined. Based on the inspection findings and the incident information provided, the reported failure was most likely due to increased number of deposits of tissue on the electrode; increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might be displayed at a later time.); increased contact resistances due to defective contacts.; or the instrument is located in a gas bladder during activation. The customer is required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.